Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having issues aspirating water from a duovent solution set at the lower interlink injection site. The customer is using 0.9% sodium chloride followed by blood. The set was used in conjunction with a non-baxter autoguard catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.